Event description:
It was reported the patient's scs ipg was inoperable. Reportedly, the patient stated the device was not charging and had not been operable since(B)(6) 2020. Consequently, surgical intervention was taken and the patient's scs ipg was replaced with a new one and the issued addressed.

Manufacturer narrative:
Corrected data: h6 - device code.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.